Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: non-penetrating nicks observed no further actions are required as the device was implanted additional, changed, and/or corrected data.

Event description:
Health care professional reported left side rupture, diagnosed by MRI. The device has been explanted and replaced with non-allergan device.